Event description:
It was reported that the arctic sun device alerting 113 reduced water temperature control. Patient temperature (pt) was 37c esophageal 37c rectal targeted temperature (tt) was 37c, water temperature (wt) was 31.8c, water flow rate (wfr) was 2.7 l/m. Size medium pads in place. Trend indicator shows 1 bar trending upwards. System diagnostics, outlet monitor temperature (t1) was 31.8c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 13937, pump hours were 12863.9. Advised to swap out and send device to biomed labeled 113 not cooling for evaluation. Sn (B)(6). Per follow up information received via phone on 01dec2025, transferred to the biomed. Spoke with biomed who confirmed this device would receive a full pm due to the system hours. They had not repaired the device, as they were waiting for the manager decision whether to do the maintenance onsite or send to the depot. A technician would reach out when they are ready to ship or order.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Patient temperature (pt) was 37c esophageal 37c rectal targeted temperature (tt) was 37c, water temperature (wt) was 31.8c, water flow rate (wfr) was 2.7 l/m. Size medium pads in place. Trend indicator shows 1 bar trending upwards. System diagnostics, outlet monitor temperature (t1) was 31.8c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 13937, pump hours were 12863.9. Advised to swap out and send device to biomed labeled 113 not cooling for evaluation. Sn (B)(6). Per follow up information received via phone on 01dec2025, transferred to the biomed. Spoke with biomed who confirmed this device would receive a full pm due to the system hours. They had not repaired the device, as they were waiting for the manager decision whether to do the maintenance onsite or send to the depot. A technician would reach out when they are ready to ship or order. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerting 113 reduced water temperature control. Patient temperature (pt) was 37c esophageal 37c rectal targeted temperature (tt) was 37c, water temperature (wt) was 31.8c, water flow rate (wfr) was 2.7 l/m. Size medium pads in place. Trend indicator shows 1 bar trending upwards. System diagnostics, outlet monitor temperature (t1) was 31.8c, outlet control temperature (t2) was 31.8c, inlet temperature (t3) was 31.9c, chiller temperature (t4) was 4.2c, water flow rate (wfr) was 2.7 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 70%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 3, system hours were 13937, pump hours were 12863.9. Advised to swap out and send device to biomed labeled 113 not cooling for evaluation. Sn (B)(6). Per follow up information received via phone on (B)(6) 2025, transferred to the biomed. Spoke with biomed who confirmed this device would receive a full pm due to the system hours. They had not repaired the device, as they were waiting for the manager decision whether to do the maintenance onsite or send to the depot. A technician would reach out when they are ready to ship or order.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.